Manufacturer narrative:
Received two (2) used 011-h1922-10 transfer sets connected to a multi-fuse extension set and other devices. The filter vents on one (1) of the used 011-h1922-10 transfer sets were wetted out with prior infusate. Each of the lines in the returned configuration were connected to a fluid source and primed at gravity pressure. The 011-h1922-10 transfer sets were disconnected and primed individually at gravity pressure as well. There were no restrictions in flow. Each of the 011-h1922-10 transfer sets were leak tested per product specifications. The set with the wetted-out filter vents leaked from the outlet and inlet filter vents. The probable cause of the wetted-out filter and subsequent leakage is due to a temporary or complete loss of hydrophobic properties due to a prior infusate interaction. The reported complaint of slow flow could not be replicated or confirmed on the two (2) used 011-h1922-10 transfer sets. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 43 cm (17") transfer set, pur w/clave¿, (B)(4) units where it was reported the infusion time is higher than the desired infusion time.¿ the status of the product at the time of the event is during infusion. There were at least 3 incidents. The product was administrated in 1 hour instead of the 30 minutes planned. The filter extension was correctly connected. There was no human harm. The patient was in good condition before, during and after the incident. No clinical consequence on the patient. No need for medical intervention. There was no delay in therapy, just an extension of the infusion time, therefore a longer consultation for the patient. The bag was prepared on site. The planned duration for pembrolizumab was 30 minutes but the final duration was 1 hour. This is the third of three incidents reported.